Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
In the device memories (aida), some noise episodes (11 episodes among which 10 were non sustained, and one fvt/fv without any therapy delivered were recorded). The hour of the episodes did not match with the external noise. Myopotentials and other internal sources of noise were tested but not reproduced. The rv threshold was 1,5v and the impedance, was not very stable but within normal range. Preliminary analysis of the provided files showed that the oversensing observed was typical of electromagnetic interferences (emi).